Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple cartridge detection notifications after the load sequence was completed. The customer's blood glucose level was 127 (mg/dl). Reportedly, the customer reloaded the cartridge onto the pump to address the event.